Manufacturer narrative:
The field service engineer (fse) was on site and confirmed what the customer reported. To resolve the issue, the fse informed the customer that the software will notify for review if signal drop significantly. Fse had customer run samples to verify fl2, fl3 signal and all ok. Bec is filing an MDR for this event based on the FDA classification of the 08 jan 2018 urgent medical device recall as a class I recall on 20 nov 2018 (recall number z-0471-2019 for fc 500; recall number z-0472-2019 for epics xl/xlmcl). Bec internal identifier ¿ (B)(4).

Event description:
The customer reported signal at fl2 and fl3 sometimes drop on their fc 500 flow cytometer and no warning to review it. There was no report of death, injury, or change to patient treatment as a result of this event.